Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced shortness of breath on (B)(6) 2024 while at a scheduled follow-up. The physician opted to send the patient to the hospital and not do a titration. The patient was discharged on (B)(6) 2024 and was doing well. On (B)(6) 2024, the patient was having chest pains, stomach cramps and a drop in blood pressure and was sent to the emergency room. The patient was admitted to the intensive care unit and a line was put in place to administer medication to raise the blood pressure to no avail. An echo and an ultrasound were performed. The patient experienced fluid buildup in their heart and was unable to be transferred. A drain was used to remove the fluid. The physician mentioned that the fluid buildup had been happening for about 3 to four weeks and is typically seen with patients diagnosed with renal failure which the patient does not have. While at the hospital, device titration was requested by the patient, but the physicians did not give the go ahead to titrate the device. The patient was discharged on (B)(6) 2024. The patient was seen on 21-may-2024 for consult and titration of their device and as of (B)(6) 2024 the patient was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).